Event description:
Tibial poly was implanted but did not lock down. Baseplate was cleaned and so was poly, poly was implanted again but did not lock down. A new poly was opened and locked down on first try.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 27-mar-2012. There have been no other events for the lot referenced. The locking wire was fully intact and with no damage noted. The event could not be confirmed as the alleged seating issue could not be repeated or duplicated. Dimensional and functional inspections performed concluded the device to be acceptable and functional. The investigation concluded the root cause to most likely be attributed to use error. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Tibial poly was implanted but did not lock down. Baseplate was cleaned and so was poly, poly was implanted again but did not lock down. A new poly was opened and locked down on first try.